Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient presented to the clinic for follow-up. The device was found to be in backup vvi mode. No intervention was performed, as the device is at normal eri and will be replaced.

Event description:
New information received indicated that the device was explanted and replaced with no complications.